Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and passed. A pairing test was performed and passed. A review of the share logs was performed and an early sensor expiration was found within the investigation window. The allegation was confirmed. The allegation was confirmed. The probable cause was determined to be potential patient misuse.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that early sensor expiration occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be potential patient misuse. No injury or medical intervention was reported.